Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stations were in disconnected mode and unable to communicate. A technical support specialist (tss) dialed into the server and identified that essential services were not running. After starting the services, an extract transform load (etl) delay error was identified in health sight viewer (hsv). Upon validating the knowledge article, an "arithmetic overflow error converting identity to data type int" was found in the etl logs. The tss stopped and disabled the etl, executed a query on the dbo. Sysssislog table, then re-enabled and manually ran the etl to confirm successful execution. The issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server, all machines are in disconnected mode and was not communicating. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.